Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The taxus express2 3.5x16mm drug eluting stent was advanced through the guide catheter, but the stent would not come out of the tip. The stent was flared. The procedure was completed with another taxus stent. No patient complications occurred. Patient status is satisfactory.